Event description:
Consumer reports testing with their cobranded meter and getting readings that do not match how they feel. Analysis run on clark error grid using mean average reading (188) as ref. Point vs. Bd reading (300) yielded data points in the c range of the grid, outside acceptable limits.